Event description:
It was reported following coronary angiography an angio-seal device was successfully deployed to close the arteriotomy. The following month, the pt had a routine chest x-ray. Approximately two months later, a second routine chest x-ray was performed. At that time, the radiologist reported seeing a wire from the groin extending over the aortic arch, which was confirmed by a CT scan. A vascular surgeon was consulted and the wire was surgically removed without difficulties. The pt suffered no consequences. The identity of the angio-seal user is unk at this time.